Event description:
It was reported by the rep that when the device was used during an unknown procedure, there was bleeding from the staple line. Another device was used to complete the case. There was no further consequence to pt. Device was discarded.